Event description:
Surgeon reported suction loss during procedure. Surgeon decided to switch patient to photorefractive keratectomy.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.